Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence with multiple cartridges. Reportedly, customer will reach out to primary care physician for backup insulin therapy. Customer¿s blood glucose level was 150 mg/dl.